Manufacturer narrative:
Additional information was provided in sections h.3, h.6 and h.10. A 25-gauge laser probe was received, and a visual assessment of the returned sample revealed no obvious non-conformities. The returned 25-gauge laser probe was inserted into a 25-gauge trocar where it was found to have resistance. Further evaluation under a microscope found unknown debris on the tip. However, how, or when this nonconformity occurred remains inconclusive. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. A 25-gauge laser probe manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a vitreo-retinal surgery, an ophthalmic laser probe would not fit properly into the trocar. An alternate laser probe was obtained in order to complete the procedure. There was no harm to the patient.